Event description:
Failure of my femur with aseptic loosening and was faced with undergoing a revision. This revision required revising my knee and giving me a new, longer femur. I was transitioned from the previous hmrs to the gmrs system with adaptive technology that your company had on the market.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.